Event description:
A medtronic representative reported an inaccuracy that occurred during screw placement in a l4-s1 spine fusion procedure. The surgeon placed 6 screws and alleged that the screw on the patient's left l4 was off laterally by 4-6mm. The surgeon determined the entry was accurate, however, the screw body was lateral of the pedicle body. The surgeon decided to remove the screw and attempted a replacement. While tapping for the replacement, the surgeon thought the screw was being pulled toward the previous screw path and that it would not be accurate in the final placement. The surgeon opted to discontinue replacement on the patient's left l4 and leave the remaining 5 screws in the patient. The surgeon did not believe they were inaccurate during the initial tapping or placement; it was during a confirmation o-arm spin when it was discovered that the screw was inaccurately placed. The surgeon deemed all other screw placements were accurate. The surgeon was using navlock with a non-medtronic driver and non-medtronic screw system, and stated that occasionally the interface between these instruments has extra play. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the surgeon was using navlock with a non-medtronic driver and screw system (globus medical). The surgeon stated that occasionally the interface between the globus driver and screw heads have extra play. Per the surgeon, there was absolutely no issue with the medtronic instruments. A medtronic representative performed a navigation system check-out, all areas passed. Instrumentation was found to be fully functional. Following this procedure, several surgeries were performed successfully, no inaccuracy issues observed. Medtronic representative instructed the surgeon regarding the risks of using off-label instruments in conjunction with medtronic equipment. There is no indication that medtronic navigation's device caused or contributed to the patient event.